Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Visual evaluation of the device showed moderate downstream occlusion (dso) seal bubbling. Primary reported problem of cassette not attached was neither duplicated nor found in event logs history. Preventive measure replaced dso sensor.

Event description:
It was reported that cassette is not attached. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.